Event description:
It was reported via phone call, that the customer received excessive no delivery alarms, as well as an off no power. It was also reported that the customer had a bent cannula. Customer's blood glucose level at the time was ranging from 340mg/dl to 450. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents. The insulin pump was monitored for several days and no unexpected alarms occurred during testing. The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, and case cracked at the reservoir tube window corner. Visual inspection shows that damage to lcd window is a scratch not a crack as reported by user.